Event description:
This case was received via regulatory authority food and drug administration (reference number: mw5066925) on 16-jan-2017. This retrospective pregnancy case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of retained products of conception ("retained poc") and pregnancy with contraceptive device ("became pregnant 2 and a half years after having essure placed") in a (B)(6) female patient who received essure (batch no. A73751). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. Concomitant products included levothyroxine, docusate sodium and prenatal vitamins. On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced retained products of conception (seriousness criterion medically significant) and device breakage ("right insert noted to be in 2 pieces (in the cornua and free floating)"). The patient was treated with surgery (dilation and curettage). At the time of the report, the retained products of conception and device breakage outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. (B)(6) was the reported birth weight. The reporter provided no causality assessment for retained products of conception, device breakage and pregnancy with contraceptive device with essure. The reporter commented: ability to rely on essure was answered with "no". Patient was advised that 1 of 8 local failures had similar conditions. Hospitalization was mentioned as event outcome but not specified or assigned to the event. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: human chorionic gonadotropin result was positive and ultrasound scan result was confirmed pregnancy. On (B)(6) 2013: hysterosalpingogram number 1, position of inserts ok but right tube patent, location/test of insert satisfactory. On (B)(6) 2014: hysterosalpingogram number 2, portion of right insert missing, both tubes occluded, location/test of insert not satisfactory. On (B)(6) 2014: x-ray - right insert noted to be in 2 pieces, in the cornua and free floating. Quality-safety evaluation of ptc: lot#: a73751 - production date: nov-2012 - expiration date: nov-2015. The essure insert is made upon a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous report, received via health authority and physician, refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and experienced became pregnant 2 and a half years after having essure and the new events retained poc (product of conception) and right insert noted to be in 2 pieces (in the cornua and free floating) (interpreted as device breakage). Pregnancy with contraceptive device and retained poc are serious due to hospitalization and medical significance, device breakage is non-serious. Pregnancy and device breakage are anticipated in the reference safety information of essure, retained poc is unanticipated. Unintended pregnancy can occur with any contraceptive methods. For tubal inserts, a successful tubal occlusion is the precondition for contraceptive efficacy. In this case, two hysterosalpingograms were conducted: the first showed a non-occlusion of the right tube, the second a device breakage in the same tube. In light of these results, a contraceptive failure of essure cannot be excluded (related). Device breakage was also assessed as related. The mother delivered a healthy child by vaginal delivery, but the retained poc required a dilation and curettage. This event was seen as complication of pregnancy and thus considered related to essure. The case classification was upgraded to incident. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This case was received via regulatory authority food and drug administration (reference number: mw5066925) on 16-jan-2017. This retrospective pregnancy case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of retained products of conception ("retained poc") and pregnancy with contraceptive device ("became pregnant 2 and a half years after having essure placed") in a (B)(6) female patient who had essure (batch no. A73751) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. Concomitant products included docusate sodium, levothyroxine and prenatal vitamins. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced retained products of conception (seriousness criteria medically significant and intervention required) and device breakage ("right insert noted to be in 2 pieces (in the cornua and free floating)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (dilation and curettage). At the time of the report, the retained products of conception and device breakage outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. (B)(6) was the reported birth weight. The reporter provided no causality assessment for device breakage, pregnancy with contraceptive device and retained products of conception with essure. The reporter commented: ability to rely on essure was answered with "no". Patient was advised that 1 of 8 local failures had similar conditions. Hospitalization was mentioned as event outcome but not specified or assigned to the event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Human chorionic gonadotropin - on (B)(6) 2016: positive. Ultrasound scan - on (B)(6) 2016: confirmed pregnancy. On (B)(6) 2013: hysterosalpingogram number 1, position of inserts ok but right tube patent, location/test of insert satisfactory. On (B)(6) 2014: hysterosalpingogram number 2, portion of right insert missing, both tubes occluded, location/test of insert not satisfactory. On (B)(6) 2014: x-ray - right insert noted to be in 2 pieces, in the cornua and free floating. Quality-safety evaluation of ptc: lot#: a73751 - production date: nov-2012 - expiration date: nov-2015 the essure is made upon a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 15-may-2017: reporter did not respond to follow-up attempt. Company causality comment: this spontaneous report, received via health authority and physician, refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and experienced became pregnant 2 and a half years after having essure and the events retained poc (product of conception) and right insert noted to be in 2 pieces (in the cornua and free floating) (interpreted as device breakage). Pregnancy with contraceptive device and retained poc are serious due to hospitalization and medical significance, device breakage is non-serious. Pregnancy and device breakage are anticipated in the reference safety information of essure, retained poc is unanticipated. Unintended pregnancy can occur with any contraceptive methods. For tubal inserts, a successful tubal occlusion is the precondition for contraceptive efficacy. In this case, two hysterosalpingograms were conducted: the first showed a non-occlusion of the right tube, the second a device breakage in the same tube. In light of these results, a contraceptive failure of essure cannot be excluded (related). Device breakage was also assessed as related. The mother delivered a healthy child by vaginal delivery, but the retained poc required a dilation and curettage. This event was seen as complication of pregnancy and thus considered related to essure. The case classification was upgraded to incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot#: a73751 - production date: nov-2012 - expiration date: nov-2015. The essure insert is made upon a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous report, received via health authority and physician, refers to a (B)(6) female who had essure (fallopian tube occlusion insert) inserted and experienced became pregnant 2 and a half years after having essure and the new events retained poc (product of conception) and right insert noted to be in 2 pieces (in the cornua and free floating) (interpreted as device breakage). Pregnancy with contraceptive device and retained poc are serious due to hospitalization and medical significance, device breakage is non-serious. Pregnancy and device breakage are anticipated in the reference safety information of essure, retained poc is unanticipated. Unintended pregnancy can occur with any contraceptive methods. For tubal inserts, a successful tubal occlusion is the precondition for contraceptive efficacy. In this case, two hysterosalpingograms were conducted: the first showed a non-occlusion of the right tube, the second a device breakage in the same tube. In light of these results, a contraceptive failure of essure cannot be excluded (related). Device breakage was also assessed as related. The mother delivered a healthy child by vaginal delivery, but the retained poc required a dilation and curettage. This event was seen as complication of pregnancy and thus considered related to essure. The case classification was upgraded to incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Follow-up information are expected.